Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep ordered the required parts. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.